Event description:
It was reported that the unit was found with a broken user interface holer. No information available about what happened. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reporter user interface holder was investigated at the hospital by our field service engineer. The reported breakage was confirmed by the information stated by the field service engineer on the returned service report. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of (B)(4), pulse duration (B)(4), and total number of (B)(4) impacts. It's unknown to us under which conditions the reported panel holder broke.